Manufacturer narrative:
The stealth peripheral orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention as a result of the use of this device. The results of the investigation are inconclusive since the reported device was not returned for analysis. The physician posited that the device may have been operated in an area where the wire had become subintimal. However, based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
An unexpected audible noise was observed during the first treatment in the posterior tibial (pt) artery. The treatment was stopped, and angiogram demonstrated a perforation of the distal pt artery not within the lesion. Prior imaging had indicated luminal placement. Angioplasty was performed to seal the perforation. The remainder of the planned treatment was performed without further issue, and final imaging did not indicate any additional vascular damage. The patient was stable and was discharged home. The physician hypothesized that the guide wire had inadvertently been subintimal in one area, which then caused the oad to spin in the subintimal plane during treatment.